Event description:
A patient had significant pvd, rest ischemia and complaints of severe pain in right leg. Patient diagnosis was occlusion of right external iliac artery. Previous guide wire passage was unsuccessful at another hospital. The patient admitted for abdominal angiogram with run off and possible pta with safecross. The procedure was started with a guide wire being inserted into the left common femoral artery. An im catheter was then used with a glidewire to get across the contralateral common iliac with wire placement into the internal iliac. Multiple attempts at positioning guide wire across from the antegrade standpoint failed. Decision was made to proceed with retrograde from the low common femoral on the right and a sheath was placed. Difficulty again at getting wire placed correctly due to multiple tracks. When using safecross wire a 1.5-mm balloon was attempted to be advanced over the wire, which was unsuccessful. The wire was removed and in the process the tip of the wire broke off/remaining in the patient. Physician tried unsuccessfully to remove wire. CT scan revealed wire in the region of the iliac vessel on the right side/the length approx 8cm. The following day patient discharged home. Physician recommends possible surgical repair of right external iliac artery.